Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a correction bolus was delivered to address the high bg level. The customer had a cortisone shot and prior to the shot, the healthcare provider indicated that this may cause the bg level to go high. As this event occurred in the past and the customer had changed the supplies on the pump, tandem technical support was unable to troubleshoot to confirm if the pump was operating as expected.